Event description:
Information received indicates the technician found the brake mechanism was not providing enough tension due to wear on the cam rollers. The brakes were engaging but the caster still moves slightly.

Manufacturer narrative:
The technician replaced the brake mechanism and adjusted the tension to repair the bed.